Event description:
The facility reported that the patient was being transported from the living room to the bedroom. One caregiver was holding onto the sling while the other caregiver pushed the lift. As they entered the bedroom, the caregiver felt the lift starting to tip sideways. She held on to the sling and the resident, thus preventing the lift from tipping. No injuries were reported.

Manufacturer narrative:
The device was inspected by an (B) (4) investigator and found to be in good working condition. The leg opening system was loose, but this would not adversely affect the lift's stability. It was reported by the facility that one caregiver was holding the sling while the other pushed the lift. Pulling the sling to help the lift to turn would not cause instability. The facility was not able to confirm if the legs were in the closed position during transfer. Stability would be decreased if the legs were in the open position during the transfer. Based on the information provided, the manufacturer is unable to determine the exact cause of this event. The operating and product care instructions indicate that the intended use of this lift is for patient transfer only and "is not intended to be a transport device. Patient in the lift should not be moved more than a few meters." These instructions also state: "do not attempt to maneuver the lift by pushing on the mast ... Or patient." The manufacturer is unable to identify a product defect and has concluded it is most likely a user error that caused this event. The manufacturer recommends that operators of this device be retrained to the operating and product care instructions.